Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was went up to 400 mg/dl and 384 mg/dl at the time of call. Customer¿s other blood glucose level was down to 150 mg/dl at the bedtime. Customer was treated with insulin pump. Customer was declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis. Frn-unk-rsvr,unomed-inf set.